Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the cause of foreign material was fibers used at the facility remained within the device, or a piece of injection tube which was an accessory of device, or a piece of silicone rubber product which was used in endoscopic room, might have entered the device by accident. It might be caused because the reprocessing practice at the facility deviated from IFU recommendation.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the reprocessing, there was a blockage, no air. The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the foreign material exiting from the air/water nozzle. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. Omsc presumed that insufficient or incorrect reprocessing scope might have been used for the procedure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.